Event description:
The catheter was placed in a premature infant in 2008. The nurse noticed a leak and tried to repair the catheter, additional leaking near the insertion site was noted. The nurse then decided to remove the catheter. During the removal process slight resistance was met and a warm compress was applied to the arm. The nurse indicated that the catheter disintegrated and looked like a limp noodle. X-rays were taken and the catheter was surgically removed.

Manufacturer narrative:
The sample was received in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 22 october 2008.